Manufacturer narrative:
(B)(4). Final analysis found the setscrew could not be loosened; special tools were used to untighten the setscrew and the lead was removed. Epoxy chips and foreign material were in the connector block thread areas which most likely caused the reported setscrew issue. (B)(4).

Event description:
It was reported that during lead revision procedure, it was difficult to loosen the right atrial setscrew on the pulse generator. The device was explanted and replaced. The patient&#38112;condition was fine post procedure.